Manufacturer narrative:
Other, other text: device evaluation: three pictures were attached and reviewed. Results: picture one shows a disposable out of its original packaging. Pictures two and three show a medication bag of cassette. Sample received: one cassette product. Sample was received in after used conditions, decontaminated and inside in a plastic bag. Visual inspection: the sample was visually inspected at a distance of 12? To 16? Under normal conditions of illumination results: no damage, kinks or any discrepancies that could cause the failure mode reported. Functional testing: the sample was filled with 100 ml of colored water using a syringe following the IFU.2? To detect any leakage. Results: a leak was detected; the sample unit present a leak in the bag in perimeter. Complaint is confirmed. Leak point inspection: cassette medication bag was removed from the cassette disposable to identify the specific point of the leak. It was identified that the leak point is in the perimeter seal of the medication bag located down of the union of the bag and pump tube, near of the cavity medication bag identification. Root cause - the most probable root cause is medication bag was damaged and not correctly segregate. Actions taken: production personnel were notified by the quality engineer on (B)(6) 2023 as knowledge of the defect reported by the customer and reinforce the correct handling and segregation of the medication bag in the assembly process. Action was taken after manufacturing date of lot reported. A device history record (DHR) review was conducted which indicated all inspections were completed..

Event description:
It was reported during use the disposable leaked form the medication bag. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.